Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue measurement server x2 indicates that the speaker is defective (no sound was coming from the speaker). No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.